Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation was reviewed on august 25, 2020. Visual analysis of the identified photos: apparently the unit has an opening because there is no fluid inside the shell but cannot be confirmed due to photo quality, particles in the shell and labeled as right side. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.